Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving the patient notifier. The device was post-paced t wave oversensing on the ventricular channel. Programming changes were made. Device remains implanted.